Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.